Manufacturer narrative:
No unexpected insulin flow blocked alarms noted during testing. The insulin pump passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Analysis was unable to perform displacement test and occlusion test due to missing retainer. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call they were experiencing high blood glucose levels. The customer's blood glucose levels are 250mg/dl. The pump will return for analysis.